Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a display that is hard to read. Blood glucose level at the time of the incident was unknown. Customer stated the device does show signs of physical damage and confirmed the that the screen is dying and becoming very hard to read. The insulin pump will not be returned for analysis.